Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune revision due to a perioperative tibial fracture due to the patient falling. Patient fell creating loosening of the tibial implant.

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided x-rays find the tibial tray has subsided. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. (B)(4) has been undertaken to investigate attune post operative tibial loosening further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per (B)(4). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.